Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, it is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. When attempting to connect and lock the co-pilot bleedback control valve (bcv) side arm to lock pressure lines of the manifold, it was not possible to tighten (lock) the threads. Therefore, the co-pilot bcv was not used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another co-pilot bcv was used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.